Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not authenticated to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a connectivity issue. A technical support specialist (tss) restarted the application pools and sites. The tss logged in via edge but did not see any data. Then, the tss used chrome, confirmed that only stations on critical override were set manually, and found everything working correctly and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.